Event description:
It was reported that the ilet was not displaying dexcom g7 continuous glucose monitor (cgm) readings due to signal loss to the ilet, and the agent guided the user to pair the sensor; after pairing correction dosing resumed, consistent with an intermittent communication failure involving the device¿s electrical/magnetic subsystem, specifically the antenna. User experienced a blood glucose peak of 219mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.